Manufacturer narrative:
The field service engineer (fse) was dispatched to troubleshoot the issue. The fse inspected the instrument and noticed a substance buildup on the trigger/pre-trigger manifold. The fsr cleaned the manifold and replaced the probe which resolved the issue. The arc, probe was considered the cause of the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports of discrepant results since the current complaint. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic rates for the architect i1000sr was below the upper control limit. Labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated and erratic sample results. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result generated on the architect i1000sr instrument for one patient. On (B)(6) 2021, (B)(6) generated an initial result of 0.26 ng/ml, repeated 0.014 ng/ml (reference value <0.03 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2021-00035 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.